Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis during a laparoscopic sigmoid colon resection procedure, the device partially fired. They resected and re-stapled and had to redo the anastomosis to fix the staple line. There was an unanticipated tissue loss as a result of this problem. The surgical time was extended 30 minutes or more due to the product issue.